Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior laparoscopic video assisted thoracoscopic lobectomy, the clips were unable to load properly into the jaws of the device and had firing issue. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.